Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to premature ventricular contractions (pvc). It was also reported that the icm experienced undersensing. The icm remains in use. No patient complications have been reported as a result of this event.